Manufacturer narrative:
Technician asked the account to check the hi low and it worked fine. Technician had the account check the trendelenburg function from both the high and low positions and it would not work. Technician suggested replacing the logic board. No further information is available on the repair of the bed at this time.

Event description:
Account alleged that the bed will not go into trendelenburg. There were no reported injuries.